Manufacturer narrative:
Philips service replaced the luc board v4 and confirmed normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that stand movement was partly available, and the arm drive system was affected on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.